Manufacturer narrative:
(B)(4). The device has not yet been returned to atricure for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during a mis ablation, off pump, thoracoscopic procedure, the device was opened (outside of the chest) and then could not be closed. Lever to open felt loose and broken when the orange release switch was activated. A new device was opened and the case was completed. The procedure was delayed for ten minutes and there was no patient harm.

Manufacturer narrative:
Complaint number (B)(4). Upon evaluation it was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.